Manufacturer narrative:
H2 additional information: lot numbers updated continuation of d11 pn: bi71000450 lot: rev. 1 : s/n v16440005 pn: bi71000577 lot: rev. 1 : s/n s1708ocl / gr11268 h3: analysis was confirmed for both returned parts the ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. The bench test failed and the graph of voltage per current confirm fluctuations and voltage drops over 1.4vdc within 15 minutes of test time. They installed the returned pcba supply board in the system c1416. The system initialized. Motion, generator, communication and charging readied. 2d images passed and 3d images was intermittent. H6 10,120,4307 are associated with part return for both parts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site and replaced the power supply (ps1) and the supply board. The +5v supply was adjusted to be within specification. 2d and 3d images were acquired and the system was functioning. After this the system service was done and the system passed all tests and was performing as intended. Other relevant device(s) are: kit svc o2 bi71000577 pcba supply board kit svc o2 bi71000450 power supply psi. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used post-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking 2d or 3d images. Usually shutting down/restarting the system resolves the issue, however on this occasion it was not able to resolve the issue. Imaging was aborted. The clinical specialist (cs) who was onsite at the time collected logs and this error, "recoverable error: (38) +5v power supply is out of range." Was found. There was no delay to the procedure and no impact to the patient.

Manufacturer narrative:
H2: correction. D1 has been updated with the full brand name. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.